Event description:
It was reported that the 1.0cc s/c 28g x 1/2" b-d allergy syringe experienced a breach in sterility, (product not sterile). The product defect was noted during use. The following information was provided by the initial reporter: material no: 305500 batch no: 8099970. Verbatim: issue(s): found 1 syringe needle poked thru shield - no injury to this consumer/user lot #: 8099970 catalog#: 305500 date of event: unknown samples available no discarded.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #8099970. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 1.0cc s/c 28g x 1/2" b-d allergy syringe experienced a breach in sterility, (product not sterile). The product defect was noted during use. The following information was provided by the initial reporter: material no: 305500, batch no: 8099970. Verbatim: issue(s): found 1 syringe needle poked thru shield - no injury to this consumer/user. Lot #: 8099970, catalog#: 305500, date of event: unknown. Samples available no discarded.